Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing for all other devices. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d6b, g3, h6 and h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00450, 0001032347-2020-00451, 0001032347-2020-00452. Explantation date is planned for (B)(6) 2020. Concomitant medical devices: medical products: tmj system right narrow mandibular component 45mm / 6 hole, part# 01-6545, lot# 747521; tmj system left narrow mandibular component 45 mm / 6 hole, part# 01-6546, lot# 747530; tmj system right investigative fossa, medium, part# 01-6560, lot# 095610; tmj system left investigative fossa, medium, part# 01-6561, lot# 095620; unknown screws, part# ni, lot# ni.

Event description:
It is reported the patient will undergo a revision to replace bilateral temporomandibular joint implants with a custom device sixteen (16) years following implantation due to an unknown reason. Attempts have been made and no further information has been provided.